Manufacturer narrative:
Update: 11/27/2012 - additional litigation papers received 11/05/2012 and attached. There is no new information that would change the outcome of the investigation. Update: 12/17/2012 - plaintiffs preliminary disclosure form was received 11/20/2012 which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: 11/20/2012 - ppd was received from legal. It is noted on the primary operative report that the last 1 cm of the stem was difficult to go down in the sleeve, consequently on impaction the anterior split propagated to the mid portion of the stem. The femoral stem and sleeve were added to the complaint. The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. Ref. (B)(4). It was reported that the stem was hard to properly seat at the primary implantation. However, it was further reported that the stem has excellent stability post impaction. A search of the complaints databases finds no similar reports against the stem or sleeve product/lot code combinations. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Asr supplemental info received. After review of the information for MDR reportability, the asr taper sleeve is being added for the alleged high metal ion levels (no labs provided). No date of revision has been provided.

Manufacturer narrative:
(B)(4). Depuy considers the investigation closed. Should additional information be received the investigation will be reopened.

Event description:
Litigation alleges that the asr right hip implant caused pain in the patient. Litigation further alleges that the patient suffered disability, physical impairment, and disfigurement. Litigation further alleges that the patient was injured by excessive levels of chromium and cobalt in his blood as determined from blood tests. Update: (B)(6) 2012 - additional litigation papers received (B)(6) 2012 and attached. There is no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - plaintiffs preliminary disclosure form was received (B)(6) 2012 which identified part/lot information. The complaint and associated mdrs were updated. There was no new information that would change the outcome of the investigation. Update: (B)(6) 2012 - ppd was received from legal. It is noted on the primary operative report that the last 1 cm of the stem was difficult to go down in the sleeve, consequently on impaction the anterior split propagated to the mid portion of the stem. The femoral stem and sleeve were added to the complaint.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.